Event description:
A journal article was reviewed which contained information regarding this external pulse generator (epg). The patient had presented for an elective heart surgery. The intraoperative procedure was uneventful. The patient wa removed from the cardiopulmonary bypass machine, and connected to an epg. The patient was transported to the intensive care unit (ICU) in stable condition. Approximately eight hours after admission to the ICU, the patient developed ventricular tachycardia. External defibrillation ensued and medication was administered. It was noted from the telemetry of the event that there was pacing on "several t waves" which resulted in the initiation of ventricular tachycardia. The patient was discharged in good condition. There were no further patient complications as a result of this event.

Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: "r-on-t and cardiac arrest from dual-chamber pacing without an atrial lead." Heart rhythm society. June 2012, 9, (6), p970-973. Correction: further review prompted a change in the device analysis results.

Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: "r-on-t and cardiac arrest from dual-chamber pacing without an atrial lead." Heart rhythm society. June 2012, 9, (6), p970-973.